Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Event description:
New information received that indicates the event is considered as an intervention. Additionally, as per the clinical specialist, the complaint involved for an oxygenator that apparently had air handling performance issues. The air bubble detector on the customers heart lung machine (sorin s5) triggered and stopped the pump. On inspection there was no air. Subsequently, this occurred again only this time, air was evident in the arterial tubing line. The air was removed from the tubing and bypass was re-initiated safely, and there was no harm to the patient. Sorin s5 air bubble detectors are known to cause false signals if they are not maintained properly. The complaint stated that the air bubble detector triggered and stopped the centrifugal pump, however the clinician did not find air in the tubing. The air bubble detector was placed post membrane oxygenator arterial outlet. A possible cause for this complaint is that the clinician immediately clamped the arterial tubing post oxygenator when the air bubble detector activated but did not disconnect the vacuum assist applied to the reservoir/oxygenator. Negative pressure applied to reservoir was exerted through the non-occlusive centrifugal pump and the oxygenator membrane bundle. This caused air to be pulled across from the gas phase to the blood phase of the membrane. The clinician re-initiated bypass air in the bundle exited the oxygenator arterial outlet port and into the arterial tubing and air bubble detector, triggering another pump stop but this time with visible noted air. The possible cause was therefore clinician error in management of applied vacuum assist. Also the pads on the sorin air bubble detector need to be closely inspected for proper functioning of the device. The risks to the patient for this complaint include hypotension and hypo-perfusion during the time that the perfusion circuit was clamped, and no blood flow was being delivered to the patient while the clinician was attempting to trouble shoot the situation. There also was a risk of air embolism and stroke to the patient as a result of the introduction of air into the perfusion circuit.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on november 17, 2023.   Upon further investigation of the reported event, the following information is new and/or changed: a1 (added patient's identifier); d4 (additional device information - added lot number and exp date); d9 (device availability - added date returned to manufacturer); g3 (date received by manufacturer) ; g4 (added premarket identification); g6 (indication that this is a follow-up report) ; h2 (follow-up due to additional information and device evaluation) ; h3 (device evaluated by manufacturer) ; h4 (device manufacture date); h6 (identification of evaluation codes 10, 3331, 213, 67). The returned sample was inspected upon receipt with no anomalies noted. The unit was run with water for 2 hours at 8lpm and no air was noted within the device. The reported failure could not be replicated, and a definitive root cause could not be determined.   All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, there was air in the arterial line with no obvious cause. As per the user facility, early in the case, the bubble detector alarmed and stopped the pump, but inspection showed no signs of air/bubbles. Roughly an hour later, with no obvious precipitating event, the bubble detector again alarmed and stopped the pump and inspection this time revealed air in the arterial line with no obvious cause. The arterial line was quickly de-aired and bypass was reinitiated with no further signs of air the rest of the case. Aside from de-airing and monitoring, no further steps were taken by the perfusionist during the case. No consequence or impact to patient, there was a slight delay during the procedure, the product was not changed out, procedure was completed successfully.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11. Component code: 4739 - gas exchanger health effect ¿ impact code: 2199 - no health consequence or impact. Health effect ¿ clinical code: 4582- no clinical signs, symptoms or conditions. Medical device problem code: 4062 - air/gas in device. Investigation findings: 3233 - results pending completion of investigation. Investigation conclusions: 11 - conclusion not yet available.

Manufacturer narrative:
UDI related data quality updates only. D1 brand name (corrected). D2a common device name (corrected). D4 additional device information (corrected primary unique device identification (UDI) number).